Event description:
Unit failed to go from external power source to internal, patient had to be bagged. External power source is the external batteries, which are also running the wheel chair. Unit was alarming and leds were flashing.